Event description:
It was reported that the customer experienced a blood glucose (bg) level of 20.6 mmol/l and a high ketone level identified as dangerous by the healthcare provider. Cause of elevated bg was unknown. Customer administered manual insulin injection to address bg and then was admitted to the hospital. Bg was treated with intravenous fluids of insulin and saline. Customer was released the next day with the issue resolved and no permanent damage. System check with technical support found no issues with the insulin, cartridge and infusion set cannula/tubing. Pump was functioning as intended.